Manufacturer narrative:
(B)(4).

Event description:
The physician was intending on using a resolute onyx coronary drug eluting stent in a patient's mid cx artery which has severe tortuosity, mild calcification and 80% lesion stenosis. No abnormalities were reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. Pre-dilation was not performed and the device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that strut damage was noted during the procedure while delivering through the vessel. The device was not inflated and the stent remained on the delivery system. Some of the stent's struts were deformed/ broke while trying to cross the injury. None of the device components remained in the patient. The device was kinked and re-straightened during use; the kink was noticed during removal of the device from the patient. The device was replaced by a medtronic product. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft at 7.5cm proximal to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.